Manufacturer narrative:
Concomitant medical devices: product ID: 3998, lot# j0504327v, implanted: (B)(6) 2004, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
A consumer reported via a manufacturer's representative that they had their spinal cord stimulation system explanted because stimulation was not helping their pain. The issues were reported to be resolved at the time of the report. The indication for use was non-malignant pain and failed back surgery syndrome. Should additional information be received, a follow up report will be sent out.